Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose 562 mg/dl and at the time of incident was 600 mg/dl. The customer was treated with bolus. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. . Customer reports insulin exited at the quick release. Troubleshooting was assisted. The customer reported that the auto mode feature was not active. The insulin pump will not be returned for analysis.